Event description:
The customer reported that the system displayed a "generator error". This error is likely to result in an un-commanded loss of system functionality and require a system reboot. There is no report of patient injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The batteries need to be replaced. The reported issue is currently under investigation.